Event description:
The account alleged the coiled cable was cut because it made contact with head left brake caster. Bare wires exposed. No injury reported.

Manufacturer narrative:
The account replaced the coiled cable to resolve the issue.